Event description:
Add'l info from the hcp reports the pt presented with signs of an infection of the device pocket. These included swelling and drainage. A culture of the device pocket was positive for staph aureus. The pt was treated with IV antibiotics. The infection resolved and there was no drug withdrawal.

Event description:
The hcp reported the pump was explanted due to an infection. A follow up report will be sent when additional info is received.